Manufacturer narrative:
G4: 01jul2020 b4: (B)(6)2020 the field service engineer (fse) replaced the touchscreen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
It was reported that the unit had a touchscreen calibration failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported a small puncture in the touchscreen. The customer also inquired about part information to replace the cooling fan and air inlet filter. The remote technician routed the issue to the field for touchscreen replacement.